Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) started to emit tones and the patient came to the clinic for testing. Upon interrogation of the device a fault code was encontered indicating a possible output problem. It's suspected that the device problem was caused by a faulty shocking lead. The patient has two shocking leads. Since the 'faulty lead' could not be identified, only one of the two leads is being reported.